Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Event description:
A distributor of infutronix received a complaint from a healthcare professional (hcp) who reported leaking near the air filter on the tubing, as soon as the infusion was started. The tubing was immediately replaced and there were no further issue. Device operator was a patient. Medication being infused was unknown. No patient injury reported. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.